Event description:
A 10mm endoscopic clip applier (ref# er320) was used during a laparoscopic fundoplasty. The clips came out as crossed, and ineffective as a surgical clip. The device was replaced with a functioning device and the surgery continued. The malfunctioning device was removed from the field and packaged for quality.